Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported steerable guide catheter (sgc) leak (loss of fluid column) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities reported from this lot. Additionally, a review of the complaint history identified no incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for leak in the steerable guide catheter handle. It was reported that during preparation of the steerable guide catheter (sgc), a leak was noted when the sgc handle was raised to a vertical position and loss of fluid column was noted. The device was not used and a second sgc was prepared for use. No additional information was provided regarding this issue.